Event description:
Approximately, 5 or 6 samples gave discrepant sodium results. Only one example was provided as follows: initial result 118 meq/l, repeat 138 meq/l. The initial result was reported, patient not adversely affected. The field service representative determined there was a problem with the calibration. The instrument was calibrated.